Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported that in 2004 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The target lesion 1 was at the avf with moderate vessel tortuosity. The lesion type was restenotic post pta and had moderate calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 6mm and the lesion length 2.00mm. The pre-procedure stenosis was 100% and post-procedure the stenosis was 20%. The lesion morphology showed tight eccentric stenosis. The target lesion 2 was at the avf with moderate vessel tortuosity. The lesion type was restenotic other and mild calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 6mm and the lesion length 1.00mm. Pre-procedure the stenosis was 100% and post-procedure the stenosis was 20%. The lesion morphology showed tight concentric stenosis. The patient experienced pain during the procedure.the patient had a one-month follow up visit the following month. The target lesion has remained patent since the procedure. The patient had not experienced an adverse event and did not have an intervention since the procedure on any vessel. The patient had a three-month follow up visit in 2005. The target lesion has remained patent since the procedure. The patient had not experienced an adverse event and did not have an intervention since the procedure on any vessel. The six month follow up, date not provided, patient's vital status of the patient was ¿dead¿. No further data was provided.